Manufacturer narrative:
Visual examination of the returned fiber revealed 0.15 mm of exposed tip remaining. It was unable to be determined if the pattern on the tip face was due to degrading or breakage.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber (box 5), the tip of the fiber cracked but did not detach from the fiber. Laser energy from a lumenis 100 watt laser set at .02 joules and 40 hertz was being used with the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber (box 5), the tip of the fiber cracked but did not detach from the fiber. Laser energy from a lumenis 100 watt laser set at .02 joules and 40 hertz was being used with the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.